Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,they had a capsule which failed to attach. When trying to release the capsule mechanism, the capsule was not released. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. The capsule and the delivery system and capsule will not be returned for investigation.